Manufacturer narrative:
The technician inspected all of the mattress bladders and found they were inflated to the proper set points except for the right boost bladder. He found the hose going to the foot was disconnected. He also found the low air loss mattress was disabled. He sent a 90-159 code to activate the low air loss mattress and reconnected the bladder hose to resolve the issue.

Event description:
Info received indicates the pt was on the bed five days prior to skin breakdown. No ulcers at the time of admissions. Developed deep tissue injury on (B)(6) 2011. Found during a routine assessment of the pt. The pt is diabetic and has c.a.d. Dressing changes and debridement was provided as treatment.